Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair at a fast rate of speed, without the use of a seat belt and end user advised hoveround the motorized wheelchair had been modified by her spouse. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment", "always use the seat belt" and "do not modify your mpv4 in any way". Additionally, upon visual inspection on september 27, 2010, it was noted that the power wheelchair was altered and painted by the end user's spouse. Paint was observed in all wire connections and on the brake release levers. The owner's manual warns, "do not modify your mpv4 in any way. Modification or tampering will void the warranty and may cause the vehicle to malfunction and expose you to physical harm".

Event description:
End user alleges while operating the motorized wheelchair at a fast rate of speed, the unit came to an unexpected stop causing the end user to fall out of the seat. The end user was not wearing the seat belt. Allegedly, the end user received a fractured wrist and possible neck injury.